Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an advia chemistry xpt instrument. Calibration and quality controls recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced dilution aspiration pump (dip) and seals in the dilution discharge pump (dop) and the dilution wash pump (dcp). Then, the cse performed prime 2 and verified that there were no leaks and ran precision studies and quality controls, which recovered acceptably. After this visit, the customer observed that the dilution probe (dpp) was clogged with a blood clot from a patient sample. The customer cleared the clog and verified that the instrument was operational. Siemens further reviewed the information provided and concluded that it is not a reagent lot or method issue. There is also no evidence of a product nonconformance. The cause of the discordant co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an advia chemistry xpt instrument. The falsely elevated results were not reported to the physician(s). The samples were repeated on 2 alternate instruments, generating lower results which were reported to and accepted by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.